Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU cautions do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Additionally, the IFU warns: do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery, after the t1 of the fast-fix 360 was deployed the t2 deployed prematurely through the meniscus. The procedure was completed with non-significant delay using a back-up device. T1 was left secured in the patient and t2 was removed using tweezers. No further complications were reported.